Event description:
Baxter reported, "a pt failed to connect a transfer st to a twin bag's port (miss spike) by clean flash and then the silicone tube got stuck into the clean flash. Crack and leakage occurred from the silicone tube of the transfer set." No pt injury or medical intervention was associated with this incident per baxter.